Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a tear in the left cylinder was identified. The cause of the cylinder tear was not detailed by the hospital. The left cylinder and the pump were removed and replaced with no patient complications.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a tear in the left cylinder was identified. The cause of the cylinder tear was not detailed by the hospital. The left cylinder and the pump were removed and replaced with no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinder was microscopically inspected and leak tested. Microscope examination revealed that the outer sleeve of the cylinder was torn spiraling up from the proximal end to the distal end from wear. Cylinder had broken fabric threads and a hole from wear in the proximal end of the cylinder. The leakage test revealed that the cylinder had a leak from wear in the proximal end of the cylinder. The unused cylinder was microscopically inspected and leak tested. Unused cylinder passed visual inspection; no damage or abnormalities were found. Unused cylinder passed the leakage test. The pump was microscopically inspected, leak and functional tested. The pump passed the visual inspection; no damage or abnormalities were found. The pump passed the leakage and functional test. Based on the information available and analysis results, the reason for the mechanical issue and the hole/perforation was most likely determined to be the hole/leak from wear in the cylinder; therefore, a conclusion code of cause traced to component failure was assigned to this investigation. Concomitant product UDI for pump is (B)(4). Concomitant product UDI for unused cylinder is (B)(4).